Event description:
The mother of female reported that in 2006 her daughter was experiencing severe nausea, profuse vomiting, bad stomach pains and shortness of breath. She was taken to the hospital where she was diagnosed with diabetic ketoacidosis and hyperglycemia. Her blood glucose measured 660 mg/dl. She was treated with an insulin IV and saline. Her physician inspected her infusion device and noticed a line or crack running latterly down the device and moisture inside of the insulin cartridge compartment. Product was requested to be returned for evaluation.